Event description:
It was reported the implants at tooth sites # 21 & 19 were removed due to infection. Pain was reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Multiple MDR reports were filed for this event, please see associated reports: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.